Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4087 lead, implanted: (B)(6) 2013. A 0296 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was explanted. No patient complications have been reported as a result of this event.